Event description:
It was reported that the health care professional (hcp) called and requested technical services (ts) to review this pacemaker system stored device data. Upon review, the presenting electrogram (egm) appeared to show loss of capture (loc) on the right atrial (ra) lead. Ts also noted that the patient was in a true atrial arrhythmia, however the rhythm rate appeared to intermittently fall below the atrial tachy response (atr) trigger rate. Ts discussed device optimization programming and recommended for patient to visit the clinic for further evaluation. At this time, the ra lead remain in service.